Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from swedish to english: in the morning, several prefilled 10 ml saline syringes were used in pvk typesetting and injection of radioactive isotopes. A couple of syringes could only be sprayed until 3-4 ml remained in the syringe. The patients were easily seated, but there was some doubt about whether the pvk was in the right place. I checked with 5 ml syringes, which are also in the knitting cart.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 14sep2022. H6: investigation summary: a device history record review was completed for provided material number 306575 and lot number 2111103. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one unused sample was returned for evaluation by our quality engineer team. Through inspection of the sample, good silicone distribution was observed and the defect of plunger movement difficulty could not be confirmed. In case of an incorrect silicone distribution with poor or no silicone at the tip or the barrel area, it will be clearly detected as the plunger would be very hard to push. If the affected samples become available for this or future incidents. The manufacturing facility has started a focus improvement project for dry barrel root cause identification, which is currently ongoing. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from swedish to english: in the morning, several prefilled 10 ml saline syringes were used in pvk typesetting and injection of radioactive isotopes. A couple of syringes could only be sprayed until 3-4 ml remained in the syringe. The patients were easily seated, but there was some doubt about whether the pvk was in the right place. I checked with 5 ml syringes, which are also in the knitting cart.